Event description:
During troubleshooting for an unrelated alarm, it was reported that the care giver (cg) saw air in the patient line. The event occurred during initial drain on the home choice (hc) while the home patient (hp) was connected. The cg stated that the hp had been using three patient line extensions that night. The tsr assisted the cg with ending the therapy and advised the cg to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.